Manufacturer narrative:
The devices have been received and are currently under investigation. There have been no other complaints involving the reported lot number. A follow up will be provided upon completion of the investigation. No clinical injury to pt.

Event description:
As reported: both sets are leaking. One set is leaking from the filter. Uncertain of where the other leaks. Found prior to administration. No injury occurred as a result of this complaint.